Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they have been under dentist treatment. Patient provided letter of recommendation from dentist. The dentist recommended that the patient stop treatment with byte after tooth #3 had a root canal and will require a crown. Aligner treatment has been stopped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.